Event description:
Customer called in to report that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 161 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the no delivery test and no excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.